Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as very light fibrin. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Approximately 1 day after hospitalization, the patient began treatment with unspecified antibiotics (every 4 days, ip) added into one of the pd bags for peritonitis. On an unreported date, pd therapy was discontinued. No additional information is available.